Manufacturer narrative:
It was stated from the site that the alarms were audible, as expected and that no other information will be available from the site. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this complaints: (B)(4) - controller / catalog number 1401us / expiration date: unknown. Device available for evaluation?: no, no, not returned to manufacturer, device manufacture date: 31oct2014, labeled for single use?: no, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient died (B)(6) 2012 at approximately 1030 am. The patient was found on the floor with alarms sounding, driveline disconnected from the controller and unresponsive, emergency medical systems (ems) was called. The patient was transported to the hospital and cardiopulmonary resuscitation (CPR) was initiated on transport to hospital. All attempts to revive the patient failed. The coroner described his own findings as he viewed the scene of death after the patient's body was removal. He stated he did not perform autopsy per request of the patient's wife but he did collect the driveline, which he will send to us. His report is consistent with what the wife told the nurse of how she found the deceased with his driveline unplugged from his controller at approximately 10:30 at which time she attempted to revive her husband by reconnecting the driveline to restart the pump, and contacted ems who attempted to revive patient as well, to no avail. The coroner stated he went to the deceased home and personally assessed the scene of death where he noted a severely cluttered environment with papers scattered all over the floor. Amid the clutter, he noted blood stains from where the patient had fallen and hit his head. He also found the static guard from the deceased patient's driveline. He was unaware of what it was or how it was used until the patient's wife explained that it had been attached to his driveline. He did not take it from the home so it will not be included with driveline when he sends it. The other equipment was returned to cardiology who is returning everything, the pump in still under investigational use. It had been expressed to the patient's wife and cardiology that we also wanted to return the pump to manufacturer but this was not done as noted since the patient was not autopsied prior to cremation. It is the belief of this investigator that the patient disconnected the driveline from the controller causing pump failure and death. The reason for the patient disconnecting the driveline is unknown. The patient did not have any history of depression, altered mental statue or anything related to depression. No additional information available.

Manufacturer narrative:
(B)(4) were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via log analysis which revealed multiple vad disconnect alarms on (B)(6) 2012 on (B)(4). The first vad disconnect alarm was logged at 09:39:25. A motor start event was logged at 10:32:56, or 53 minutes and 31 seconds later. A pump motor controller (pmc) reset was then recorded at 10:37:54. Multiple vad disconnect alarms were logged between 10:32:26 and 14:50:46. A pmc reset is highly indicative of an electrostatic discharge (esd) event. However, based on the log files, the esd event occurred after the driveline was reconnected. Of note, it was reported that the investigator believed that the patient disconnected the driveline from the controller causing pump failure and death. The reason for the patient disconnecting the driveline is unknown. Based on the available information, the most likely root cause of the vad disconnect alarms may be attributed to a disconnection of the driveline from the controller. The extended period of time between when the driveline was disconnected and reconnected may have contributed to the esd event. Design enhancements were implemented to the controller to improve the controller¿s immunity to static discharges. The manufacturer has opened an internal investigation under z-1813-2013 <(>&<)> z-1131-2015 for esd-related events. Design enhancements were implemented to the controller to improve the controller¿s immunity to static discharges. In addition, a voluntary recall for controller serial numbers between (B)(4) was issued under fsca apr2013 and apr2013.1. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Other devices involved in this event: (corrected serial <(>&<)> model number for controller), (B)(4), controller / model number 1403us / expiration date: unknown UDI #: unk. If information is provided in the future, a supplemental report will be issued.